Event description:
Determined by automated decision tree. The customer reports one patient sample generating an architect ca 125 ii assay result of 60 u/ml with reagent lot 95080m500 on architect i2000sr analyzer serial number (B)(4). The same sample generated a result of 20 u/ml with reagent lot 01066m500 on architect i2000sr analyzer serial number (B)(4). The customer believes the result of 60 u/l is falsely elevated. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
The evaluation began with an accuracy test protocol for both architect ca 125 reagent lot 95080m500 and lot 01066m500. One i2000sr analyzer was calibrated with each assay lot and successfully passed calibation and and quality control sample specifications. Then each lot was evaluated with a three panel ca 125 sample set (lot 53ny). Each lot met all panel testing specifications. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 125 ii package insert contains information to address the customer's current issue. Based on the results of this evaluation, the architect ca 125 ii reagent is performing as intended. No additional issues were found and no product malfunction was identified. The customer provided the following historical assay results for this patient: (B)(6).